Event description:
It was reported that during a tvt procedure, when pulling the needle through the skin, the needle became detached from the tape. The procedure was being performed under spinal anaesthetic. It was reported that there were no pt consequences.